Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to observations of impedances that rose high out of range greater than 2000 ohms. The lead was not used, and a new lead was implanted successfully. No adverse patient effects were reported.